Event description:
The reporter contacted animas on (B)(6) 2012 alleging that the pump did not record boluses delivered on (B)(6). The reported indicated that boluses given on (B)(6) and (B)(6) are in the pump history. This report is being made based on the allegation that the pump did not record boluses in the pump history.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the bolus history indicates that no boluses were given on (B)(4) 2012. The pump history indicates that the last boluses were given at 19:43 on (B)(4) 2012, and bolus deliveries were resumed at 03:46 on (B)(4) 2012. There are no alarms related to the complaint observed in the pump history. Test boluses were performed successfully and were accurately recorded in the pump history. There was no defect found related the complaint during investigation. The complaint could not be confirmed or duplicated. Unrelated to the complaint, investigation revealed that the force sensor was out of calibration.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.